Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was constantly vibrating. This complaint is being reported because the reported issue could cause the patient to miss an alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: the pump had normal vibration function. There was no intermittent condition on the vibration motor. The alleged issue could not be duplicated.